Event description:
The defibrillation lead was implanted in 2000 and explanted in 2001 because of ventricular oversensing and inappropriate shocks. During the explantation procedure, a lead insulation defect was observed.